Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump received with the operating currents within spec. And passed the self test, a21 error test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test, and the dat test at 0.08770 inches. No excessive no delivery alarms noted during testing. Pump received with minor scratched lcd window and scratched reservoir tube window.

Event description:
The customer reported via phone call that they experienced the high blood glucose level was diabetic ketoacidosis and were hospitalized on (B)(6) 2018. The blood glucose level of the customer was 400 mg/dl. The customer was wearing the insulin pump during the hospitalization. It was also reported that the insulin pump had a no delivery alarm. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.